Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels reached 27.3 mmol/l (492 mg/dl) with a ketone level of 6.3 while wearing the pod between 24 and 36 hours on the hip/buttocks. The patient administered manual insulin injections to treat the hyperglycemia but was not feeling well so an ambulance was called. The pod was removed when the patient noted the cannula had dislodged from the infusion site, which she believes caused her levels to rise. She was then brought to the hospital, diagnosed with diabetic ketoacidosis (dka), and treated with fluids, sodium, potassium, and insulin. Two days later she was discharged. The patient's glucose and insulin history is as follows: time, bg (mmol/l), bolus (u): 6.45 am, 24.6, 15 (injection); 9.23 am, 27.3, 10 (injection).